Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was brought in to the clinic after receiving an alert for upper out of range pacing lead impedance. The atrial lead was found to be fractured as apparent proximal to the header. The physician had to splice the atrial lead and left the lead in place. The lead was then programmed to unipolar only. The patient later returned for lead noise which was suspected from the unipolar configuration. A new programming change to the atrial sensitivity setting was completed. The patient was reportedly doing much better following this programming